Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was found. The physician was removing the 3.0 x 12 mm liberte' bare metal stent from the package and found that the stent delivery system was partially out of the hoop and stent damage was noted. The procedure was completed with a different device. No patient contact occurred. Therefore, there were no patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.